Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse event of peritonitis and transition to hd. The etiology of the peritonitis is unknown; therefore, causality cannot firmly be established. The pdrn stated they were unaware of any fresenius device(s) and/or product(s) issues and assigned causality to the patient¿s non-compliance. Given the limited follow-up information, a more comprehensive investigation could not be performed. However, it is a well-known fact that individuals undergoing pd (manual or cycler based) for rrt have a significantly increased risk for infections of the peritoneum. Based on the limited information available, the liberty cycler set can be excluded from having caused the event(s). There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused or contributed to the serious adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius via a customer experience survey response that this patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis. No additional information provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient was diagnosed with peritonitis in (B)(6) 2019. The patient¿s electronic medical record has been closed, as the patient is no longer a fresenius patient (B)(6) 2017 through (B)(6) 2019). The pdrn does not recall any fresenius device(s) and/or product(s) issues, but remembers the patient was non-compliant with many aspects of her care (e.g., fluid/dietary restrictions, handwashing and attending medical appointments). Following this episode of peritonitis, the patient was transitioned to an outpatient hemodialysis (hd) center (non-fresenius) in (B)(6) 2019 due to non-compliance. The pdrn was unable to provide any further information.

Manufacturer narrative:
Correction: g3. The date received field on followup #1 was incorrectly indicated as 04/19/2022. The correct date is 02/18/2022.

Event description:
It was reported to fresenius via a customer experience survey response that this patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis. No additional information provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient was diagnosed with peritonitis in 2019. The patient¿s electronic medical record has been closed, as the patient is no longer a fresenius patient ((B)(6) 2017 through (B)(6) 2019). The pdrn does not recall any fresenius device(s) and/or product(s) issues, but remembers the patient was non-compliant with many aspects of her care (e.g., fluid/dietary restrictions, handwashing and attending medical appointments). Following this episode of peritonitis, the patient was transitioned to an outpatient hemodialysis (hd) center (non-fresenius) in 2019 due to non-compliance. The pdrn was unable to provide any further information.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported to fresenius via a customer experience survey response that this patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis. No additional information provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient was diagnosed with peritonitis in 2019. The patient¿s electronic medical record has been closed, as the patient is no longer a fresenius patient ((B)(6) 2017 through (B)(6) 2019). The pdrn does not recall any fresenius device(s) and/or product(s) issues, but remembers the patient was non-compliant with many aspects of her care (e.g., fluid/dietary restrictions, handwashing and attending medical appointments). Following this episode of peritonitis, the patient was transitioned to an outpatient hemodialysis (hd) center (non-fresenius) in 2019 due to non-compliance. The pdrn was unable to provide any further information.